Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that broken and bent pins were found on the patient's system controller. The system controller was exchanged and no further problems were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event of bent and broken pins was confirmed. Upon inspection, pins found within the power lead of the white power cable connector were damaged, consistent with connector misalignment while attempting to connect to a power source. Due to the designation of the missing pins, the heartmate ii pump would not have been sufficiently supported when supplied power by the white power lead only. Review of the log file data from the system controller revealed events of the system speed being interrupted / unstable several times over the last 15 hours of operation and in addition, events were recorded where the speed was as low as zero rpm's and the "pump stopped" flag was active. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. The manufacturer is currently addressing the broken pins through its corrective and preventive action system. No further information is available. The manufacturer is closing its file on this event.